Event description:
In this event, it was reported that after placement of an ankylos c/x implant, a pt developed both a severe infection as well as hypaesthesia. As a result, the implant was explanted five days later. Also, antibiotics were prescribed to combat the infection. However, the symptoms of the inflammation did not disappear and the pt was forwarded to a specialist and later to the clinic for hospitalization. Meanwhile the pt is recovering and the signs of hypaesthesia are decreasing. Since there is a fast improvement of the symptoms it can be assumed that the pt will fully recover.

Manufacturer narrative:
Generally, nerve trauma is not unk in dental implantology and is usually caused by insufficient planning of the implantation. In this specific case, it seems to be only a limited bone volume available above the nerve canal, since the short length of 9.5 mm already led to the trauma. The inflammation is not necessarily related to the nerve trauma. Moreover various caused can be discussed, e.g poor hygienic conditions during the surgery. The device was returned and evaluated and found to be within specification. Furthermore, there are no other similar complaints for this lot number. Therefore, it seems to be very unlikely that the implant itself was the trigger for the development of the infection. While the device did not malfunction, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803.